Manufacturer narrative:
Additional suspect medical device components involved in the event: model #sc-2218-50, serial #: (B)(4), description: linear st lead 50cm.

Event description:
A report was received that the patient underwent pocket revision due to pocket discomfort. The patient also underwent lead revision where the physician added new percutaneous lead on the right side, the other lead was moved to the lower left back due to discomfort felt by the patient on the upper right back. The patient was doing fine following procedure.